Event description:
It was reported that during a holmium laser enucleation of the prostate procedure, the fiber was degraded and broke shortly after using it. The procedure was completed using another fiber without patient complications.

Event description:
It was reported that during a holmium laser enucleation of the prostate procedure, the fiber was degraded and broke shortly after using it. The procedure was completed using another fiber without patient complications.